Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that after further investigation, it was determined that the device was not turning on and off; the stimulation was changing due to the patient changing position. The rep reprogrammed the patient so that they had more effective therapy and the inability to increase past 20.6 ma was resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the rep was seeing the patient to add additional programs to cover the patient¿s thoracic area and the patient had a lot of scar tissue. When the rep changed the pulse width (pw) to 200, the patient was not feeling any stimulation at 22.9ma due to all of the scar issue. On program 1, the reps tablet showed out-of-regulation (oor) at 15.9ma, but not at 15.3ma. On program 2, the patient felt comfortable stimulation in the left thoracic and no oor was seen on the tablet. On program 3, the patient needed coverage on the right thoracic and no oor was seen at 17.0 ma. The rep also reported that when the patient communicates with the implantable neurostimulator (ins), the setting not available message was seen. Overall, when the rep added two programs, the patient was see ing the settings not available message. The patient later reported that the stimulation kept turning off and back on by itself for both groups when they were at home. He was still getting the settings not available message and could not pass 20.6 ma. There was no electrode pair that had an impedance measurement greater than 4000 ohms. The rep was going to separate the lumbar and thoracic programs into groups and the patient was redirected to follow-up with their healthcare professional (hcp). The there were no further complications reported or anticipated.